Manufacturer narrative:
As reported, button one of 6/7f mynx control vascular closure device (vcd) was not pressed during the procedure. There was no reported patient injury. The product was used normally during a percutaneous transluminal coronary angioplasty (ptca) procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2404701 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " button #1 frozen/locked" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, button one of 6/7f mynx control vascular closure device (vcd) was not pressed during the procedure. There was no reported patient injury. The product was used normally during a percutaneous transluminal coronary angioplasty (ptca) procedure. Additional information was requested but not provided. The device was not returned for evaluation, as initially was reported.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of 6/7f mynx control vascular closure device (vcd) was not pressed during the procedure. There was no reported patient injury. The product was used normally during a percutaneous transluminal coronary angioplasty (ptca) procedure. The device will be returned for evaluation.